Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that pump had taken longer time to rewind and made more noise, pump had squirted insulin while priming instead of dripping. No harm requiring medical information was received. The insulin pump will not be returned for analysis.